Manufacturer narrative:
Sc-2317-50, sn: (B)(6). The returned lead was analyzed and it was found that there were fractured cables at the click site where no cables were exposed during the visual and xray inspection. The impedance measurement test confirmed 15 fractured cables. It appears that excessive mechanical/tensile force was exerted onto the lead, resulting in the cable fractures. With all the available information, boston scientific concludes the reported event was confirmed. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It could be concluded that the probable cause of the complaint was traced to component failure. Sc-2317-50, sn (B)(6): the returned lead was analyzed and visual inspection showed that the lead body had a nick after the y-junction by an instrument. An xray inspection confirmed that a cable was sharply cut. With all the available information, boston scientific concludes the reported event was not confirmed. This type of damage is common in explant procedures and was not considered a source of the complaint. Therefore no problem was detected.

Event description:
It was reported that the patients leads had high impedances as a result the patients pain areas are not covered by stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 21086446.

Event description:
It was reported that the patients leads had high impedances as a result the patients pain areas are not covered by stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads will be returned.